Event description:
It was reported than an asymptomatic patient presented in clinic for normal follow up. Fluoroscpoy revealed externalized conductors. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
Mandatory medwatch form received. Uf report number given (B)(4) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.